Manufacturer narrative:
Method: device not returned, still implanted. Conclusions: device not returned, still implanted. Additional manufacturer narrative: the device history record has been reviewed, and confirms that this device passed all manufacturing and sterilization inspections. Based on the provided serial number, no other similar reports (infection/sterility) were received by edwards for any devices manufactured within the same sterility lot of the subject device. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Despite attempts to obtain additional information, it was not provided by the hospital. With the limited information provided by the customer, and without return of the complaint valve, no further investigation into the root cause of the reported event can be performed.

Event description:
The hospital confirmed the patient has positive blood cultures for (B)(6) and is septic, but the tee reflects the valve does not have vegetation on it. The device remains implanted.

Event description:
It was reported that the surgeon implanted a 3300tfx-23mm device, and the patient has an infection. It was learned that the patient has positive blood cultures and is septic, but the tee reflects the valve does not have vegetation on it. The device remains implanted.